Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the meter first displayed inaccurate results on "(B)(6) 2015, at 9 or 10am or 6 or 7pm," when she obtained alleged inaccurately erratic blood glucose results of "280, 255 and 350 mg/dl." On the subject meter, more than 20 minutes apart. The reported time difference of greater than 20 minutes makes this comparison invalid for the purposes of determining an inaccuracy. The patient manages her diabetes with oral medication, diet and/or exercise. She reported that after obtaining the alleged inaccurate results, she continued with her usual diabetes management routine. She reported that 2-3 hours after the start of the alleged issue, she developed symptoms of 'shakiness [and] sweating." She denied receiving any treatment for her symptoms. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure and the patient's results were from the same approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient claims she received inaccurately erratic results on the subject meter, administered medication based on the results and reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged meter issue began.